Event description:
It was reported that during revision, the device would not sit properly when screwed down. Delay of less than 30min reported. No injury or back up reported.

Manufacturer narrative:
While reviewing the available information received by the manufacturer it was identified that this event should be re-evaluated for MDR reporting. The information received states that a device malfunctioned during a revision surgery but there is no confirmation that is was from smith and nephew components, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.